Event description:
Nurse practitioner called in to report an end user began treatment with aquacel foam adhesive which she wore for 3 days. Upon the first dressing removal the nurses stated they observed a severe reaction which was a red raw broken area of skin that was no reported reaction under the silicone adhesive in contact with the protective top pink layer of the skin.

Manufacturer narrative:
Based on the information provided this event is deemed serious injury. The end user's nurses discontinued use of the product. From a clinical perspective, a causal relationship between aquacel foam adh and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation si not expected.